Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the lower case was worn, corrosion was found on multiple case parts, the electrocardiogram connector was loose and that the unit failed the common mode/wrist electrode incoming test. Due to the corrosion, the unit was to be scrapped. (B)(4).

Event description:
The programmer was returned with no information and subsequently tested out of specification during manufacturer's analysis. It was further reported that the radiofrequency programmer head also returned with no information was found during manufacturer's analysist to have its label delaminated. There was no patient involvement.